Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reported gauze shredded during use.

Manufacturer narrative:
Submit date: 04/25/2016. The lot number provided with this complaint was an invalid number, therefore it was not possible to complete a review of the lot history. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. A formal corrective and preventative action (CAPA) was opened because of linting and short fibers and is currently in the open investigation stage. The corrective action plan for this CAPA is to: develop a process to measure the amount of short fibers per sponge. Install a system to signify if the vacuum is working on the tenter and is on. Increase the amount of suction on the tenter vacuums. Create a system to make sure all knife assemblies in process described are aligned properly before the cutting process. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.